Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: a staff brought me this concern today where blood and saline started coming out of the nexiva IV where we retract the needle. I have circled this in the attached image. Have you seen or heard this before. I have not and this might just be a one-off, but this is high risk for exposure. Let me know your thoughts. 29 oct: there was no adverse event or serious injury. The patient was stable, and any blood exposure did not come into contact with the clinical staff.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One photograph and one 18g nexiva unit from lot 4156835 were provided for investigation. The cannister and septum were noted to be deformed within the catheter adapter, which likely created a fluid path that allowed fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.